Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose. Customer's blood glucose was unknown mg/dl. The customer has been having both high and low blood glucose issues with the pump. Customer was recently hospitalized for a low blood glucose incident on (B)(6) 2015. The customer declined to troubleshoot for high blood glucose, low blood glucose and sensor issues until she can gather additional information and call back.